Event description:
This rv lead was implanted on (B)(6) 2012. On (B)(6) 2012 it was reported to technical services that a rep was called to hospital last night by dr. (B)(6), (B)(6) hospital, (B)(6), possible perforated rv lead. Pa stated pt had an pericardia! Effusion. (Rep stated not sure how effustion was diagnosed) no capture max output. Diaphragmatic stim with pacing. 2mv r wave. Undersensing intermittent. 400 ohm impedance, was approx 1000 at implant. Md recommended aai 60 overnight until lead revised. Pt indication was sss. No adverse pt effects reported. Dr. (B)(6) called. Lead revision is schedule late today with dr. (B)(6). (B)(6) hospital, (B)(6). Rep stated will call with additional information after procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).